Manufacturer narrative:
Removed implant date. This peripheral device is not implantable. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis of the event files confirmed the real time clock was reset. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event of real time clock error could not be duplicated at the bench level, the controller was able to retain date and time as intended. Also the power sources driving the controller were removed and the no power alarm was triggered as intended. The controller also underwent supplemental testing to ensure the no power alarm would work at the high end of the operational temperature the device passed the supplemental test. The device did not fail and the reported event of no sound could not be duplicated at bench level. The reported failure of the no power alarm could not be confirmed during bench testing; the "no power" alarm met specifications. The most likely root cause of the real time clock issue can be attributed to depleted internal real time clock battery, likely due to an extended period of time where the controller was not connected to an external power source. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that during a software upgrade, at backup controller no audible no power alarm was present. It was also reported that date and time could not be entered and stored. The device was exchanged. There was no impact to the patient.